Event description:
It was reported that in 1990, patient suffered a car accident and was hit in his hip. After visit several drs. And experience lot of pain, patient wanted to aim for a total hip replacement but first, his femur had to be reconstructed. In 2011, he received s+n hip implants (part and lot numbers were not specified) but patient continued to have pain and dislocated several times for over 5 years. In 2016, patient underwent a hip revision surgery (part and lot numbers of the explanted devices are not known).

Manufacturer narrative:
Part and lot numbers received.